Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient stated that they had been experiencing inaccurate values for three days. The patient stated on the day of the event, they did not check their blood glucose readings that day. It was reported that the patient's cgm was reading 400 mg/dl and then they rested. They stated they woke up in the hospital surrounded by nurses. She asked what happened and was told that her blood glucose was 24 mg/dl. The patient stated they were treated with "a big shot, glucose tablets and stuff that goes on her nose" and stayed at the hospital for two days to monitor her blood sugar. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.